Event description:
Pt had a arterial line inserted. Part of the guide wire broke off and stayed in the pt. Per ed physician, there have been a couple of incidents of this happening (faulty kits). Had to send pt to ir for intervention when the part of the guide wire sheared off in femoral artery. The thin strip of plastic stayed intact the entire length of the wire. It came out of the puncture site and stayed connected to the broken wire. In other words, a piece of wire came out and the hook part of the wire stayed inside, while a thin strip of elastic remained intact for the entire length of the wire. Although there was difficulty with location of the vessel, we only attempted to thread it twice before the incident. A (B)(6) male presents emergency dept with altered mental status. Pt was sent in from a living facility, they report that pt was sitting up in his chair watching tv and had an onset of altered mental status. Therefore pt was hypoxic, pt is altered and unable to provide history and time as well. They report pt has a history of ms and history of seizure disorder, at baseline he is able to converse. Pt proceeded a cta of chest which demonstrated saddle pulmonary embolis. FDA safety report ID# (B)(4).